Event description:
Customer reported administering insulin based on blood glucose test results from a freestyle meter. Customer administered 19 units within 2 hours, and later that night was transported to the hospital.